Event description:
It was reported that a patient presented in-clinic for a right atrial (ra) lead revision. Prior examination of the ra lead revealed over-sensing of noise, resulting in inappropriate automatic mode switch. During the procedure, visual inspection of the lead revealed insulation damage. The ra lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout and no symptoms were reported.